Event description:
It was reported that the patient's inflatable penile prosthesis was revised on (B)(6) 2018 due to a kink in the tubing to the reservoir. There was an air bubble in the pump. No new device was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.